Event description:
On (B)(6) 2009, a competitor manufacturer reported the patient's mother stated that for the past 3 months the patient has had occlusion errors and bent cannulas. The mother stated she had no infusion sets to return. No other information was provided. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.